Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09725. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) and watchman ® access system (was) were selected for use. The wds was advanced through the was and the closure device was deployed. The closure device was fully recaptured and removed because it was deployed too proximal. A sweep was performed and no pericardial effusion was present. Another wds was inserted into the was and the closure device was deployed. The deployment was too distal, so a partial recapture was performed. A sweep was then performed again and confirmed no pericardial effusion was present. The closure device was again deployed. It met the release criteria and was therefore released. A final sweep was performed which concluded that a pericardial effusion occurred. Initially, the pericardial effusion was just monitored by transesophageal echocardiogram (tee) and it was believed that tamponade did not occur although the patient was hypotensive and left ventricle (lv) function was decreased. The physicians looked at other sources and thought the hypotension was possibly caused by the anesthesia and decreased lv function. A pericardiocentesis was performed after continued monitoring in the lab and about 350cc of blood was drained. The patient then stabilized and there was no further bleeding.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death was ischemic cardiomyopathy and renal insufficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the day after the watchman implant, there was no further draining from the pericardium and no further tamponade. The patient went into renal failure and a mass was also found on a kidney. He remained hospitalized for kidney failure and died about 22 days post procedure. The cause of death is unknown.